Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported additional cuts were made on the femur due to cutting block being too tight.